Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of being unable to obtain any measurements for impedance, threshold, or sensing was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure of the right ventricular (rv) lead, it was not possible to obtain any measurements for impedance, threshold or sensing. A new lead was used to resolve the event, and the patient was stable with no consequences.